Event description:
Essure device was inserted through the operating channel of the hysteroscope. The left ostia was visualized and based on manufacturer recommendations, the device was deployed. In a similar fashion, the right ostia was visualized and based on manufacturer recommendations, the device was deployed. The device did not deploy as expected; however the coils inserted were within the normal parameters.